Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1683b, implanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the movement of the wire to their rectum did not resolve the lack of benefit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33, lot# va1683b, implanted: (B)(6) 2016, product type: lead.

Event description:
Patient reported that the device was replaced because after an x-ray they determined that the wire/lead was in the wrong place. The patient stated he had no idea that this was an issue until the hcp said this. The patient stated he had to have the wire moved in the rectum. The patient reported he wasn't getting good therapy from this device; however it was better than the current device. The patient had a revision done on (B)(6) 2017. It was indicated that patient notified representative of the issue of no therapy benefit. The patient indicators for use were urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event" in the event description.